Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilatation was performed. During deployment, the starting point was at the bottom of pigtail. Prior to the valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). A confida guidewire was used during the procedure. The patient's gradient prior to the valve implant was greater than 40 millimeters of mercury (mmhg). Per the physician, the patient did not have any anatomical features that contributed to the valve dislodgement.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID gwbc30 (product lot: unknown); product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated a.1 and b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after the valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc).

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was being implanted inside an existing non-medtronic surgical aortic valve (epic 23mm). The patient's sinus of valsalva (sov) diameter was 40-43mm, left ventricular outflow tract (lvot) diameter of 33mm, sinotubular junction (stj) diameter of 38mm. The valve was implanted, however after full release the patient still had high gradients of 36-38 mmhg. The team decided to post-dilate using a true 22mm balloon, but at the time of post-dilation the balloon broke and it was necessary to use another balloon, but only a 24mm true balloon was present in the operating room. Post-dilation was successful, however when the balloon was removed, the balloon catheter pushed the valve towards the ascending aorta from the outflow and caused a dislodgement. The valve was snared and moved to the ascending aorta, then advanced to the descending aorta. A second valve was successfully implanted, achieving gradients of 18 mmhg and no regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: evolutfx-23 (serial: unknown), product type: 0195-heart valves, implant date: (B)(6) 2024. Product ID: l-evolutfx-2329 (product lot: unknown), product type: 0195-heart valves. Product ID: d-evolutfx-2329 (product lot: unknown), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.